Manufacturer narrative:
Initial medwatch sent to the FDA on 25/sept/2020. A review of the device labeling notes the following: the current orbera® intragastric balloon system directions for use (dfu) addresses the known and anticipated potential events of "deflation" as follows: "the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response." "Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms." "Complications: possible complications of the use of the orbera system include: -gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. - abdominal or back pain, either steady or cyclic. - deflation and subsequent replacement." "Deflated device should be removed promptly."

Event description:
Health professional reported via email, "on the 16th june I removed a balloon from a [patient] that had been in for 12 months. It was completely deflated in [the patient's] stomach, but not migrated and removed without complication."